Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was noted that a code appeared indicating the sensing was not optimized and the sensing template was lost. It was further noted that the battery longevity significantly decreased between the last two follow-ups. Boston scientific technical services (ts) reviewed the information and found the battery remaining percent decreased from 38 percent to 14 percent remaining in approximately four months time frame. Ts also discussed that the tones were from the code and that there was therapy available from the s-ICD, but no template for discrimination of rhythms. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was noted that a code appeared indicating the sensing was not optimized and the sensing template was lost. It was further noted that the battery longevity significantly decreased between the last two follow-ups. Boston scientific technical services (ts) reviewed the information and found the battery remaining percent decreased from 38 percent to 14 percent remaining in approximately four months time frame. Ts also discussed that the tones were from the code and that there was therapy available from the s-ICD, but no template for discrimination of rhythms. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the field representative saw the patient and followed the reset steps previously given by ts and a new template and reference ECG were able to be stored. Ts was consulted and files were sent to determine root cause of the code causing the lost template. Review determined that the device was able to correct the memory issue detected by performing a reset. Ts again discussed the increase in battery usage. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was noted that a code appeared indicating the sensing was not optimized and the sensing template was lost. It was further noted that the battery longevity significantly decreased between the last two follow-ups. Boston scientific technical services (ts) reviewed the information and found the battery remaining percent decreased from 38 percent to 14 percent remaining in approximately four months time frame. Ts also discussed that the tones were from the code and that there was therapy available from the s-ICD, but no template for discrimination of rhythms. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported.additional information was received that the field representative saw the patient and followed the reset steps previously given by ts and a new template and reference ECG were able to be stored. Ts was consulted and files were sent to determine root cause of the code causing the lost template. Review determined that the device was able to correct the memory issue detected by performing a reset. Ts again discussed the increase in battery usage. The s-ICD remains in service and no adverse patient effects were reported.additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The s-ICD was returned.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was noted that a code appeared indicating the sensing was not optimized and the sensing template was lost. It was further noted that the battery longevity significantly decreased between the last two follow-ups. Boston scientific technical services (ts) reviewed the information and found the battery remaining percent decreased from 38 percent to 14 percent remaining in approximately four months time frame. Ts also discussed that the tones were from the code and that there was therapy available from the s-ICD, but no template for discrimination of rhythms. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the field representative saw the patient and followed the reset steps previously given by ts and a new template and reference ECG were able to be stored. Ts was consulted and files were sent to determine root cause of the code causing the lost template. Review determined that the device was able to correct the memory issue detected by performing a reset. Ts again discussed the increase in battery usage. The s-ICD remains in service and no adverse patient effects were reported.